Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient developed a left lower lobe pulmonary embolism and was presenting with shortness of breath. The patient was treated with anticoagulation and is reported to be in stable condition. The physician stated they do not believe the embolism was procedure related but could not confirm if it was device related. It was noted that the patient had their anticoagulation medication held for 3 to 4 days prior to their cardiomems implant procedure on (B)(6) 2024 and they resumed the medication the day post procedure.